Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and the delivery system was not made available to gore, therefore, the device and delivery system were not available for direct analysis by gore. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing a gore® excluder® conformable aaa endoprosthesis (cxt) and gore® dryseal flex introducer sheath. Reportedly, the packaging mandrel in the cxt olive tip was difficult to remove during preparation and the tech had to pull hard to remove it. Once the mandrel was removed, the cxt was inserted into the sheath, and the sheath valve popped. The physician removed the cxt and sheath from the patient and noticed the lock pin wire was extending a few mm out of the cxt tip, likely causing the sheath valve to pop. The physician then cut the end of the lock pin wire so it was not protruding from the cxt tip and inserted the cxt through a new sheath into the patient. The procedure was completed successfully with no other issues. It was reported that angulation was not used, but the constraining mechanism was used successfully. The patient tolerated the procedure.